Event description:
The patent foramen ovale (pfo) occluder would not go to the correct shape when deployed. Manufacturer response for transcatheter septal occluder, amplatzer¿ talisman¿ (per site reporter). Asked for the device to be returned so they could examine it.